Event description:
(B)(4) on (B)(6) 2023, the battery impedance was 0.39 ko. A next follow up will be scheduled in the next months.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.